Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had experienced reoccurring dizziness. There had been a significant increase recently in sensing integrity counter (sic) on the right ventricular (rv) lead. In addition, there was noise noted on multiple ventricular tachycardia (vt) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.